Manufacturer narrative:
The device was not returned for evaluation. The electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined that the reported balloon rupture appears to be related to operational context. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a heavily calcified, mildly tortuous mid left anterior descending artery that is 75% stenosed. The 2.5x8mm nc trek neo balloon dilatation catheter (bdc) was advanced and inflated; however, ruptured during the first inflation at 10 atmospheres. It was noted that there was difficulty inflating as it could not be pressurized by the indeflator when it was inflated outside the anatomy after it was removed from the patient. A non-abbott balloon was used to successfully complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.